Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 20.0 diopter intraocular lens (iol) was inserted into the patient¿s ocular dexter (right eye), and the doctor noticed that there was a crack in the middle of the lens. Incision was enlarged to remove the cracked lens and a new lens of the same model and diopter was implanted. Through follow up, customer account provided additional information confirming no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 02/17/2020. Device evaluation: visual inspection performed under microscope magnification. The lens was inside the cap. Lubricant material residues can be observed on the lens surface. The lens was cut into pieces that could be related to removal process. Due to the conditions of the sample returned the reported issue could not be verified. Based in the analysis, product quality deficiency could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.